Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to instability and limb length discrepancy. A 32 +0 cocr head and 32 0° f liner were revised to a 36f 10° ecentric liner, 36 universal biolox head, and a +5 adapter sleeve. Rep confirmed that no further information will be released.